Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp therapy and high voltage therapy for atrial fibrillation with rapid ventricular response. Programming changes were made. After a conversion shock the patient was returned to sinus rhythm. The patient continues to suffer from atrial fibrillation but has not had any further inappropriate therapies.